Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer reported symptoms of high blood glucose such as nausea, abdominal pain. Customer reported loss of communication between insulin pump and transmitter, customer received can not find sensor signal alarm. The insulin pump will not be returned for analysis.